Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. Information was reported that the patient's ins has been acting up and the patient would like to meet with a manufacturing representative (rep) and their primary physician. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(6) 2019. It was reported the device was not working. It has been awhile since the patient last charged. The patient states it has been this way maybe 3 months or better. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the rep. It was reported that since the motor vehicle accident in (B)(6) 2019, the stimulation had changed from good stimulation to sporadic stimulation. The rep would be meeting with the patient on a later date. No further complications were reported or anticipated. [Omitted information pertaining to the overdischarge. (B)(4).]

Manufacturer narrative:
Correction. Updated to reflect a product problem and an adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who confirmed the information with the hcp. It was reported that the rep had met with the patient on (B)(6) 2019 to resolve the patient's first overdischarge event, and since then the patient had not reported sporadic stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-08-02. It was reported the device had been acting up since (B)(6) 2019, approximately. The device was not taking charge all the way, sporadic. The patient was in a car accident (B)(6) 2019. The patient was attempting to set up an appointment with their healthcare provider (hcp). No further complications were reported/anticipated.